Event description:
On 07/11/2024, a sales representative reported via sems-(B)(4) that an ar-12990 knee scorpion had the needle get stuck in the gun. The needle then broke and could not be removed from the shaft. Another knee scorpion was used to complete the case. This was discovered during a procedure, with no reported patient harm. Additional information was received on (B)(6) 2024: this was discovered during a root repair procedure on (B)(6) 2024 with a 2-5 minute delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged unknown part number was received inside an ar-12990 knee scorpion batch number 10273068 for investigation. Visual evaluation noted that a fragment of a needle was visible from the suture slot of the ar-12990 knee scorpion. The device investigated was the ar-12990 knee scorpion and functional testing was performed on the returned ar-12990 with an ar-12990n batch number: 10512300 and it was found that the needle could not be fully inserted, the ar-12990n was met with resistance and could not pass through the shaft of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.